Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information indicated that the patient was stable after being treated medically and was discharged from the hospital.

Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. The device was not available for evaluation, as it remains implanted in the patient. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the reported thrombosis nine months after s3 implantation is unknown. It is possible that patient factors may have contributed to the event. However, other potential contributing factors are unknown as limited clinical information was provided. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. Maxime berthelot-richer, m. (2017). A case of severe late transcatheter heart valve thrombosis with successful response to anticoagulation. Cardiovascular imaging case reports, 75-77.

Event description:
As reported by our thailand affiliate, approximately nine months post implantation of a 26mm sapien 3 valve in a mitral valve in ring, an echo (tee) revealed leaflet thrombosis. The patient was admitted for monitoring and medically treated.